Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tore hole during explant". Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. Deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported "I have had problems and symptoms with them since I have had them". Patient later reported "no complaint against the device." Healthcare provider later reported implant removal from textured to smooth due to the concerns of the product. Additionally healthcare provider reported damage caused by explant surgery "tore hole in implant during" explant. This record is for the left side. The device has been explanted.